Manufacturer narrative:
The technician found the ground pin was loose on the power cord plug. He replaced the plug to repair the bed.

Event description:
Information received indicates the technician found the ground reading was out of range while performing a preventive maintenance check on the bed.